Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples on a bd facslyric¿there were erroneous results on the cd4 and cd8 count. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facslyric the cd4 / cd8 count on the charts does not look good on the trucount beads. Are there erroneous results on patient samples from diagnostic test?yes, no result was release was the patient treated based on erroneous results?no. Specify if any testing done was ivd or ruo. Ivd. Were results reported to a patient or clinician and acted on?no. Was there skipping of samples or carryover?no. Was there skipping of tubes while dispensing blood?no. Was there an insufficient dispensing/aspiration/sample issue?no. Was there any delay of treatment due to the issue?no. Did patient samples need to be redrawn?no. If patient samples were redrawn, was there any change or delay of treatment?no. Was there any impact to patient samples due to the issue?no. Was there any physical harm/injury due to the issue? If customer was harmed/injured, provide details - how and to what extent?no. If there was patient harm, what is the current medical status?no.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(4). Problem statement: customer reported complaint of the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are (B)(4) complaints related to erroneous results; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a worn pressure transducer. Transducers serve as converters of energy into a readable signal, so damage to this component can easily create inaccuracies in the outputted results. The customer initially submitted a complaint that the cd4 and cd8 charts seemed off and the instrument gave a vacuum pressure error. In (B)(4), the tsr (technical service representative) reviewed the sample line and acquisition charts with the customer. They determined that the pressure transducer was the issue and scheduled a field visit for an onsite repair. In (B)(4), a fse (field service engineer) confirmed the issue and evaluated the instrument. The fse checked the pipes and vacuum, then replaced the pressure transducer. They then adjusted the laser delay parameters, flow rates, and laser alignment before verifying the parameters and instrument operation. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was tested with cs&t beads, which passed, and the instrument was functioning as expected. Although the unexpected results were from patient samples, the customer confirmed that these results were not used for treatment, and there was no delay in treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: 64360207 - transducer assembly facsaria ii service work order notes ((B)(4)): subject / reported: the cd4 / cd8 count on the charts does not look good on the trucount beads. Problem description: the cd4 / cd8 count on the charts does not look good on the trucount beads. Work performed: sample line review. Review of acquisition charts. The instrument sends a vacuum error out of range, so the pressure transducer is suspected, a field visit is necessary. The visit will be scheduled for tuesday, (B)(6) 2018. Cause: damaged transducer. Solution: field visit is necessary. Work order notes ((B)(4)): subject / reported: the cd4 / cd8 count on the charts does not look good on the trucount beads. Problem description: the cd4 / cd8 count on the charts does not look good on the trucount beads. The equipment gives a vacuum pressure out of range error. Cs & ts fail. Work performed: checking pipes and vacuum and liquid leaks. Pressure transducer replacement. Laser delay parameter setting. Adjustment of flow rates. Laser alignment. Verification of parameters. Verification of operation. Cs & t pearls are passed. Instrument working fine. Cause: corrupt pressure transducer. Solution: pressure transducer replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: (B)(4). ID: libivd-ra-246 3.1.24. Reg status: ivd; ruo. Hazard: potential incorrect results /instrument temporarily inoperable. Source: fluidics fmea. Cause: 1. Does not adequately remove gas from sheath fluid. 2. Leak in degasser penetrations and/or rtv lid seal. 3. Insufficient degasser capacity for given environmental conditions. 4. Bubbles in sheath fluid. Harmful effects: 1. Field service visit required. 2. Delay in results. 3. Potential incorrect results. Risk control: implementation of sheath filter in sheath path before flow cell. Implementation of higher efficiency degasser unit. Feedback control on both differential and static transducers. Historically robust assembly procedures. Req link (azure ID): n/a. Implementation verification: libivd-se-15-84ar. Effectiveness verification: libivd-se-15-84ar. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn pressure transducer. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn pressure transducer. When the customer initially submitted the complaint, the tsr assisting them during a phone consultation suspected a worn pressure transducer and scheduled a field service repair. The fse (field service engineer) was able to confirm the issue and replaced the transducer. They also adjusted the instrument¿s settings and verified that the instrument was working as intended. The instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while testing patient samples on a bd facslyric¿there were erroneous results on the cd4 and cd8 count. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: facslyric the cd4 / cd8 count on the charts does not look good on the trucount beads. Are there erroneous results on patient samples from diagnostic test?yes, no result was release was the patient treated based on erroneous results?no specify if any testing done was ivd or ruo. Ivd. Were results reported to a patient or clinician and acted on?no. Was there skipping of samples or carryover?no. Was there skipping of tubes while dispensing blood?no. Was there an insufficient dispensing/aspiration/sample issue?no. Was there any delay of treatment due to the issue?no. Did patient samples need to be redrawn?no. If patient samples were redrawn, was there any change or delay of treatment?no. Was there any impact to patient samples due to the issue?no. Was there any physical harm/injury due to the issue? If customer was harmed/injured, provide details - how and to what extent?no. If there was patient harm, what is the current medical status?no.